Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose event. Her blood glucose at the time of admission is unknown. No further hospitalization details were given. Additionally, her health care professional labelled her a low blood glucose addict. She experienced a low that morning, and another one two weeks ago. Her husband treated her with apple juice. She also mentioned a third event in which she was taking the antidepressant welbutrin, which causes low blood glucose. She has been off of that medication of late, and her blood glucose has been more controlled as a result. Her current blood glucose was 63 mg/dl and she treated that with food. Troubleshooting was initiated to inspect the pump for damage and functionality. There were no apparent anomalies with the pump. The customer was advised to speak to her health care provider regarding her lows, and to monitor the pump and call back if issues persist. No products were shipped or returned.